Event description:
It was reported that during a rotational atherectomy procedure, sheath damage occurred. No anatomy or lesion specifics were provided. During ablation, the 1.5mm rotalink catheter burr "torqued down." The physician removed the device without difficulty and determined that there was damage to the proximal end of the sheath. A venogram was performed which confirmed there to be no vessel injury, and the procedure was completed with another of the same devices. Patient's status was reported as 'fine.'

Manufacturer narrative:
(B) (4).